Event description:
It was reported that the surgeon was impacting the femoral implant and the femoral posterior stabilizer impactor pad broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. There was no damage to the implant so the implant was still used. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.